Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported using fiasp insulin. The customer was informed that this is off label per the user guide. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting to resolve the issue.